Event description:
Received info stating that due to a ventilator malfunction, pt was placed on a second ventilator. The pt was not harmed or injured as a result of the event. The customer reported to have reloaded the software. No parts were replaced. The ventilator passed all testing.